Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: patients chemotherapy tubing began leaking overnight. This resulted in the patient receiving less than the intended dose. This also occurred during the week on the same patient.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage and underdose could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. The initial reporter also notified the FDA via medwatch # mw5114409.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: patients chemotherapy tubing began leaking overnight. This resulted in the patient receiving less than the intended dose. This also occurred during the week on the same patient.